Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4) , batch: (B)(4).

Event description:
It was reported that the patient was experiencing foot pain during trial period but getting better. The physician felt that he might irritated the patients nerve root placing the trial lead. The patient had a lead pull.

Event description:
It was reported that the patient was experiencing pain in the foot during trial. The physician believed that the patients nerve on the foot was irritated during the procedure. The patient had a lead pull. Additional information was received that the explanted device components will not be returned.